Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 pro instrument, and identified the failure mode as a defective vacuum valve. The fse replaced the vacuum valve to resolve the issue. Age or dob, weight, ethnicity: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of false high patient results for hba1c (hemoglobin a1c) on their unicel dxc 600 instrument. The two (2) erroneous patient results were reported out of laboratory. The customer reported medication was changed for two (2) patients due to the erroneous results. The customer stated one (1) patient received medication, but after a doctor's visit, the patient was instructed to stop taking the medication. Medication was ordered for the second patient; however, the patient did not take the medication. There was no report of harm to either patient. No further details were provided. The did not provide patient demographics. The customer provided data.